Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the rn was just starting to hang gemcitabine (2080 mg/250 ml) when the vent cap of the secondary tubing "popped off" and chemo was spilled into the treatment area. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging spiked into a secondary set, which was spiked into a 250ml excel bag chemo solution was returned for evaluation. The air vent was noted to be in the closed position and intact on the drip chamber. The rest of the returned solution was ran through the setup and no leakage was noted from the air vent and it did not pop off. The air vent was opened and closed multiple times and still did not pop off. The v1921 was tested for leakage independently per specification with passing results. Visual and functional testing could not replicate or confirm the reported defect of the vent popping off the drip chamber when hanging the tubing. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.